Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f and g. 4 date on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: 1 investigation was completed from the period and it found the product had lens damage. The investigation concluded that product met manufacturing release criteria and no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Manufacturer narrative:
Additional information: breakdown of the 3 events of is as follows: cosmetic 1, haptic damaged 1, lens damaged,rod stiff 1. Serial numbers of suspect products: zlb00 (B)(4), zlb00 (B)(4), zlb00 (B)(4). 1 investigation was completed and 2 are pending from the period. From the investigation completed a cosmetic issue was found. In all the investigations it was concluded that products met manufacturing release criteria and no product deficiency was identified. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be file. All pertinent information available to johnson & johnson surgical vision, inc. That was received during the time period that covers this voluntary malfunction summary report has been submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. The events were related to cartridge tip cracked or damaged or lens damaged. There were no patient injuries reported associated to the events.